Event description:
Customer reported a possible check valve failure stating during an infusion of a secondary, the nurse suspected back flow of the secondary fluid (sodium phosphate) into the primary bag. Since they weren't sure what happened they drew lab work and gave an add'l sodium phosphate dose. Customer medwatch rec'd at a later date stated the med was "sodium bicarb." The pump had not been evaluated by the biomed. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer complaint of check valve failure could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.